Event description:
It was reported that the right atrial (ra) lead exhibited no pacing, no sensing, and high thresholds. An x-ray revealed a lead dislodgement. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694758 lead implanted: 2013-(B)(6), 5867-3m adaptor implanted: 2013-(B)(6), (B)(4).

Event description:
It was further reported that the lead was capped and replaced.